Event description:
It was reported that the user was unable to twist and unlock the luer connector from the ilet cartridge despite multiple attempts, though the connector was later removed using pliers and a new connector attached without issue. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included successful cartridge removal and supply change without alerts or alarms. Investigation included customer troubleshooting and education. Investigation of this case revealed normal appearance of the luer connector and successful fitment of a replacement connector. It was concluded that the event resolved with user guidance and that replacement supplies were provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.